Manufacturer narrative:
Concomitant medical products: 7120, lead, implanted: (B)(6) 2010; 1458q, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had oversensing of noise demonstrated on the electrograms (egm). It was noted that the source of the noise was external, and the patient was unaware of common sources that match each time on the egms. The device is still in use. No patient complications have been reported as a result of this event.